Event description:
It was reported by a customer on (B)(6) 2011 the fiber broke at the cap outside of the patient and there was no aiming beam at 39,614 joules. Additional information reported by the customer was during set-up an aim test was performed and the beam was visible. During the procedure, there were no error codes that were displayed on the console when this event occurred. The user did not experience any injury from use of the system. The patient did not experience any difficulties during the procedure. The patient did not require any additional treatment due to the incident. It is unknown what the current status of the patient is.